Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the listed device was in use for labor when it was discovered that the epidural catheter tubing was broken in two. No patient injury resulted from this event, only short term loss of pain relief.

Manufacturer narrative:
(B)(4) epidural custom packs were returned for investigation. The returned samples were received in new condition and with their original packaging. The reported device was not returned for investigation. A review of the device history record, relevant to the reported lot, found no non-conformities or abnormalities during manufacturing. Visual inspection of the returned samples was conducted at a distance of 12" to 24" and under normal conditions of illumination; no broken closed ends were observed with the samples. Investigation was unable to find fault with the returned devices and the reported complaint could not be confirmed. (B)(4).